Event description:
The customer called to report a blank display and water inside the liquid crystal display after going swimming while wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.